Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. The proximal neck length was between 9 mm and 12 mm. It was reported that, during the index procedure, a proximal type I endoleak was observed. The physician elected to implant eight aptus endoanchors. However, a final angiogram revealed that the proximal type I endoleak persisted. The procedure was completed with a proximal type I endoleak still present. Per the physician, the cause of the endoleak was due to patient anatomy of a heavily calcified proximal aortic neck and a short aortic neck length. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.